Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic module sensor failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d10, e2, e3, g3, g4, g7, h2, h3 (device not eval provide code, if other provide code -explain), h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Device not accessible for testing (4117) the hospital's biomedical engineer cancelled the service order. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. H3 other text : not returned to manufacturer.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications.